Event description:
It was reported to medtronic minimed that the customer experienced diabetic ketoacidosis, and hyperglycemia treated with discontinued use of insulin delivery system, manual injection/insulin pen. The customer reported a blood glucose value of 14.5 mmol/l. Troubleshooting was performed. The event involved product(s) mmt-1881. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. Time does advance when the display is observed. The customer reported a partial display. The customer continued to see missing segments after replacing the battery or after running the self-test. The customer reported high blood glucose. No further patient complications were reported. Mmt-1881 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further analysis of the pump history found pump error 43 alarm on (B)(6) 2024 at 15:23:00.000 and pump error 41 alarm on (B)(6) 2024 at 15:23:00.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No partial display, pump error 43 or 41 alarm during testing. All buttons functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.3 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with stained serial number label, pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. In summary, pump passed all required testing, however, found pump error 41 and 43 alarm in the pump history, problem isolated to the electronic assembly. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged not confirmed for keypad anomaly and partial display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen. The customer reported a blood glucose value of 14.5 mmol/l. Troubleshooting was performed. The event involved product(s) mmt-1881. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. Time does advance when the display is observed. The customer reported a partial display. The customer continued to see missing segments after replacing the battery or after running the self-test. The customer reported high blood glucose. No further patient complications were reported. Mmt-1881 was requested and the customer response was the device will be returned.